Event description:
Reportedly, it was reported that during an implantation procedure that issue occured during screwing operation. Another pacemaker was implanted instead. No complication occured for the patient that came back home since then.

Manufacturer narrative:
The conclusions are as follows: the electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. Several observations were noticed during the device¿s expertise: the ventricular silicone cap was found damaged with the presence of a hole. A piece of silicone cap was found inside the ventricular setscrew cavity. The ventricular setscrew tip was found damaged with incorrect tightening marks. Those observations indicate that too much strength was used generating additional difficulties (difficulty to screw the screwdriver into the setscrews cavities due to silicone piece inside the cavity) and, finally, led to an incorrect screwing. Based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, it was reported that during an implantation procedure that issue occured during screwing operation. Another pacemaker was implanted instead. No complication occured for the patient that came back home since then.